Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
The device became stuck in the pt. What they think is happening is that when the needle is inserted, it goes through the vein. The nurse is able to draw blood and begins to advance the catheter but runs into resistance. The wire becomes uncoiled and unable to be removed because it is outside of the vessel wall. Catheter was fully removed by cutting.